Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's tube parts were apart. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation and the reported issue was confirmed. The received sample is missing the connector and this component was not received, a visual inspection was performed and it was observed the proximal end presents marks of insertion of the connector, a dimensional test was performed mark of insertion was measured, the reading is within specification. Inner diameter of the tube was measured this reading is within specification, these readings were taken using vertex calibration and scale number. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.